Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, debility, and pain. The surgeon reported the tibial component was grossly loose and lifted off the cement mantle. The femoral component was revised. The surgeon indicated the patella was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2019 (rt knee).